Event description:
It was reported that the locking mechanism of the bone spreader is defective. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed the latching mechanism no longer works properly. It is clear that in several places the locking teeth have broken off. However, we could only assume that the teeth got damaged because too much strength was applied during operation. Since we are dealing with a loaned instrument, we believe that the damage can be traced back to frequent use. These spreaders also correspond to the new design. No product defects were determined.